Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unit received with moisture damage at the electronic assembly. Unable to perform functional test due to display anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Event description:
The customer reported via phone call that the insulin pump has fluid underneath the lcd display screen. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer went into a lake with the pump and the display screen went blank immediately after. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.